Event description:
It was reported that inappropriate anti-tachycardia pacing (atp) was observed on the device. Upon investigation, the device was performing as programmed and there was no alleged malfunction on the device. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.